Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a diagnostic laparoscopy procedure, the surgeon accidentally bumped the active blade on an instrument. An instrument error displayed. The staff changed out the generator and the same thing happened. The tech took the device apart and then put it back together, then tested it outside of the patient when the active blade broke off. The broken blade was discarded. Another device was used to complete the procedure. No adverse consequences reported.